Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 105 mg/dl. Reportedly, customer believed the occlusion was cartridge related; however, this could not be confirmed. Customer changed the pump supplies or changed the cartridge to address the issue.